Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported having "blurred vision and fatigue due to an error-4 message on her meter". Customer self-treated her symptoms with a normal diabetic regimen. There was no report of death, serious injury or third-party medical intervention.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.